Event description:
A laparoscopic bilateral-salpingectomy-oophorectomy procedure was performed with no complications. On the same day, the pt returned to the hospital with nausea, vomiting and severe abdominal pain. It was discovered that there was an incarcerated abdominal wall hernia at the trocar site. Consequently, a small bowel resection was required.